Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01862). Correction: lithium clusters were observed during the analysis. No additional analysis is necessary.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ICD was explanted due to premature battery depletion. No additional information available.